Manufacturer narrative:
Device evaluated?: analysis of the pump found a motor gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. See MFR report #3007566237-2015-03455 for the report on the catheter.

Event description:
The device was returned and underwent routine analysis.

Manufacturer narrative:
(B)(4).